Event description:
It was reported there was no capture and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed. It was reported there was no capture and the lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn capture, failure to.